Event description:
Through implant patient registry and medical records, it was learned a 27mm 11500a aortic valve was explanted after an implant duration of four (4) years, nine (9) months, due to enterococcus endocarditis and severe leaflet thickening. The explanted device was replaced with a 27mm 11500a aortic valve. Per medical records, during hospital admission at outside hospital patient developed a fever and blood cultures obtained were positive for enterococcus. Tee showed mitral valve endocarditis and inspiris aortic valve with severe bioprosthetic aortic valve leaflet thickening without mobile mass. The patient was taken to operating room, transverse aortotomy was performed and upon inspection vegetations were identified on aortic valve. There was reported to be a lot of debris and vegetations on the inferior aspect of the aortic bioprosthetic. The aortic annulus and aortic root were free from infection. The native mitral valve was replaced with 33mm non-edwards mitral valve. The explanted 27mm 11500a aortic valve was replaced with another 27mm 11500a aortic valve. The patient was transported to the intensive care unit in guarded, but stable condition. Patient was discharged on pod #11.

Manufacturer narrative:
Added information to b5, b6, b7, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Through implant patient registry it was learned a 27mm 11500a aortic valve was explanted after an implant duration of four (4) years, nine (9) months, due to unknown reasons. The explanted device was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.